Event description:
Homecare nurse called and stated that when she arrived to the home for her shift, she noted that there was nothing left in the tpn bag (bag was dry). The IV pump (cadd solis) was alarming "air in line", and pump showed there were 39 minutes remaining on the program. Volume to be infused should have been 910ml. Reservoir volume states 73.4ml remaining in the bag. Pharmacy that compounds the tpn puts 100 ml overflow into the bags, so pt received his volume to be infused, plus an extra 100 ml. Pump overdelivered by more than 10% (cadd solis says there is a +/- 6% error flow rate). New pump was delivered on (B)(6) 2016 with the scheduled tpn delivery and questionable pump was brought back into our company for testing. Biomedical department completed their testing and were able to verify the complaint. IV pump was sent into MFR, who also verified the issue and changed/recalibrated the motor.